Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported being unable to duplicate the end-user's reported issue. The customer reported the user facility uses their own flow sensor, diaphragm, and valve bodies. The customer did not receive these suspect items with the suspect device. The customer reported the unit did not show any need for calibrations as all values were within specifications when tested, no errors occurred in the event log after testing. The customer reported the suspect device was within specifications and placed the unit back into service.

Event description:
The end-user reported while using the vela ventilator; the unit had a xdcr fault (transducer fault). The suspect device was returned to the rental service company who initially reported the event. The customer reported being unable to duplicate the end-user's reported issue. The customer reported that there was no patient involvement.